Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to kidney disease/toxicity. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed air inlet filter was missing. Unknown damage was observed to the top enclosure. Dust-like contamination was observed on the right-side panel, on the ui panel under the control knob, on the interior side of the top enclosure, on the pca, under the left side panel, on the blower cap/ iso port, on and in the blower motor, on the sound abatement foam, and on the walls of the bottom enclosure. Potential hair-like particles were observed on the interior side of the top enclosure, on the pca, under the left side panel, on the blower cap, and in the bottom enclosure. Manufacturer observed potential sound abatement foam stuck to the bottom of the blower housing, and in the bottom enclosure. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging kidney disease/toxicity. Related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is completed